Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was observed to be cracked between the bumper pad and the top. There was no damage or peeling to the keypad. The ok, contrast, up, and down keys responded intermittently to user presses. The keypad was removed and there was contamination found under all the key contacts. Additionally, the cartridge compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.